Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post procedure the patient showed a rate of 40 to 50 and a magnet was placed as the device had reached elective replacement indicator (eri). Intermittent capture was noted on the right ventricular (rv) competitor lead with high pacing thresholds on both the rv and the left ventricular (lv) lead. Loss of capture on the lv lead was not confirmed. The device was reprogrammed and there was no reported loss of capture. The patient had an underlying rhythm and no asystole for > 2 seconds was noted. An x-ray was not performed to verify a possible dislodgment. The field representative noted that when the device will be explanted the leads will be reviewed. No adverse patient effects were reported.